Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed detachment but remains inconclusive for inflation problem. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u81502h30 pta balloon dilatation catheter allegedly experienced inflation problem and detachment. This information was received from one source. The malfunction did not involve a patient. The patient¿s age, weight, and gender were not provided.